Event description:
A report was received that a patient's wound site had split open and the patient had developed an infection. The physician decided to explant the patient's precision system.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation.